Manufacturer narrative:
Concomitant continued: 511212 x2 st jude lead, implanted (B)(6) 2015.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing of short v-v intervals. Also observed was cross chamber oversensing of far field p-waves. Prior reprogramming to tip to coil was performed. Now, sensitivity reprogramming was performed again. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.